Event description:
Trying to prime IV tubing for albumin infusion, went thru 2 sets of tubing, first tried the albumin, but it would not prime past the drip chamber, ultimately had to put an empty syringe on the last port of the tubing to draw the solution thru.